Event description:
The facility air rescue took over patient care from an ems squad. The ems crew had diagnosed the patient to have a aystolic rhythm. When the reporting facility connected the device to the patient through quik-combo adult pacing/defibrillation/ECG electrodes, there was no patient ECG displayed on the monitor through paddles lead, and the device prompted "connect cables." The patient was confirmed to be in asystole through lead ii. The patient subsequently went into ventricular fibrillation and the device reportedly could not be used to administer defibrillator therapy, due to the alleged failure. The patient was not resuscitated. The facility director of emergency transport indicated that patient outcome was not affected by the reported discrepancy, since the patient was not a viable candidate for resuscitation.